Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown; unknown zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown, l/n unknown; unknown cup, p/n unknown, l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05720; 0001822565-2017-05721.

Event description:
It was reported patient three months after implantation patient received a revision procedure due to infection. Patient was diagnosed with chronic right tha infection, complicated by tissue loss/necrosis associated with mechanically assisted crevice corrosion (macc). Patient was admitted several times to the hospital for hip infection complications. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR (B)(4).